Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging they woke up with cold air blowing and his nose hurt. There is no allegation of serious or permanent harm or injury. No medical intervention was reported by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.